Event description:
During a surgical wrist procedure the distal tip of broke off. A delay of 2-hours took place to find and remove the tip from the patient. The tip was removed using a micro grasper. No patient injury or comlications took place.